Manufacturer narrative:
Qn# (B)(4). The device involved has been received by the manufacturer, however the investigation of said device is still in progress at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint reads: "doctor complained that the tube was easily getting deformed with slight pressure, the steel wire can't prevent the tube from folding or deforming". Reported as a general complaint with no specific event reported. No patient involvement. Photos submitted.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The returned sample was a representative sample still closed in its original packaging. The actual sample was not returned. In addition to the representative sample, the customer also returned a competitor's et tube (tuoren et tube). The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appears typical. No defects or anomalies were observed. A functional kink resistance test was performed on the returned et tube. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. A steel ball of a minimum 75% (5.25mm) of the designated size of the et tube is used to check the potency of the lumen. A ball bearing of 5.25mm was used for the kink test. Upon testing, the ball bearing was able to pass freely through the tube. Multiple attempts were made from both ends of the tube and no issues were observed. The returned sample was able to pass the kink resistance test. The reported complaint of "deforms" could not be confirmed since the actual sample was not returned. A representative sample was returned along with a competitor's et tube (tuoren et tube). The representative sample was functionally tested for kinking. A ball bearing of a minimum of 75% the size of the inner diameter of the tube was able to freely pass through the tube multiple times with no issues. A device history record review was performed with no evidence to suggest a manufacturing related cause. Since the actual sample was not returned, a root cause could not be determined.

Event description:
Customer complaint reads: "doctor complained that the tube was easily getting deformed with slight pressure, the steel wire can't prevent the tube from folding or deforming". Reported as a general complaint with no specific event reported. No patient involvement. Photos submitted.